Event description:
The customer reported that the system has a ccd camera with an imager 22 cm.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The camera is obsolete therefore it couldn't be ordered.